Event description:
It was reported that a vns patient had passed away four years ago. Device diagnostics performed prior to the patient's death confirmed proper device function. Good faith attempts for additional information have been unsuccessful to date.